Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that she had a bridge in her mouth for 30 years and the dentist removed it maybe 2 months ago. Caller stated she thinks the dental drills had an effect on her device because she had an increase in her bladder since then. There were no further symptoms or complications reported or anticipate.